Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a loose power port on side 1. The port had become completely disconnected from the controller housing and it was hanging on by the wires when she went to remove her power source. The patient remained connected and stated that she had no alarms or pump off time. She denies any physical damage to the controller. The device was exchanged with no reported consequences to the patient. No additional information provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket missing. Additionally, internal inspection revealed that the locknut was unattached from the port connector, allowing the locknut to migrate freely between the power board and main board. External visual inspection revealed that the serial port connector was loose from the controller housing with the o-ring gasket displaced and the rubber cap was missing. The most likely root cause of the missing serial port data cap can be attributed to a mishandling of the unit. The controller was received with the old software version installed (not smr upgrade performed). A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, heartware has an open internal investigation to evaluate the anomalies of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.